Manufacturer narrative:
(B)(4). The service engineer verified the customer complaint and replaced the graphic user interface (gui) printed circuit board (pcb). The unit then passed all performed testing, calibrations and operates within manufacturing specifications.

Event description:
It was reported that the ventilator had an erratic top display. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.